Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the recharger would not power on, it would not charge the battery, the battery was dead, and the patients legs were killing her. The patient's legs were in pain. The patient reported that the recharger was blank and has been trying to charge since yesterday. However, the patient was getting no response on the charger. The patient was a replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event. Refer to pe: (B)(4) regarding information relating to the antenna

Manufacturer narrative:
Initial aware date - 2020-jan-27 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the recharger would not power on, it would not charge the battery, the battery was dead, and the patients legs were killing her. The patient's legs were in pain. The patient reported that the recharger was blank and has been trying to charge since yesterday. However, the patient was getting no response on the charger. The patient was a replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event. ***refer to (B)(4) regarding information relating to the antenna*** on (B)(6) 2020 the healthcare professional (hcp) stated they haven't seen the patient since the 6 week post op 7 years ago and did not provide any other additional information. No patient symptoms reported. No further complications reported/anticipated.